Manufacturer narrative:
All screws of units was checked and replaced by new screws which were additionally secured.

Event description:
The 4 of 6 screws, mounting the collimator locking collar, were missing. The 2 remaining screws were loose.